Manufacturer narrative:
The device corresponding to this report is a 5400-034-000 micro sagittal saw, and not a 5400-300-000 core impaction drill.

Event description:
It was reported that during testing conducted at the manufacturer facility, the drill was running without user activation and caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the sockets were found to be corroded and the motor was found to be damaged. The corroded sockets are a probable cause of the device running without user activation and the damaged motor was a probable cause of the bias current warning. Since the drill was a loaner device, it will not be returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was running without user activatiuon and caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.no medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.